Event description:
Physician was using a 4-0 monocryl pc-1 suture to close a skin lesion. Physician immediately noticed the suture needle broke. Both pieces were recovered - no adverse effects to pt noted.